Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was 425 mg/dl. Customer experienced pain with their site, bruising and no delivery alarms. Customer removed the insulin pump and advised they would wait for additional tests to be done. Customer advised they will go to get better trained on the insulin pump if they decide to continue with insulin pump therapy.